Event description:
This lead was capped due to impedance of > 3200 ohms. Thresholds of the associated device were programmed high until the revision procedure could take place. Another lead was successfully implanted and no adverse pt events have been reported. Should add'l info become available, this event will be updated.